Manufacturer narrative:
The device was returned and investigation is pending completion. The investigation is ongoing and insulet is attempting to recover additional details. Insulet is in contact with the patient's family. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. Cloud - locked down/smartphone: lockdown: cloud - omnipod 5 software app version: 3.1.6, cloud - operating system: n5004l-am-q-mv01602-06-01.06, cloud - hardware: n5004l, cloud - cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient's son reported to insulet the patient passed away on (B)(6) 2026 while wearing an omnipod 5 pod (lot: ph1u04212521) with the abbott freestyle 2 plus cgm sensor. According to the reporter, the forensic medicine department concluded the patient's cause of death to be ketoacidosis, due to the patient not receiving the programmed insulin. It was reported that during examination, it was observed that the patient had not received insulin despite boluses being programmed and administered and going to manual mode (manual mode is the mode where the insulin administration is based on the basal settings as programmed by the user, regardless of the glucose values communicated by the sensor to the pod). The reporter stated having requested a full report from the forensic medicine department and will provide insulet with more information once available. The patient's son and the forensic medicine department in (B)(6) stated they attribute the patient's death to the device. The manufacturer of the sensor, abbott, was notified of the event on 09 june 2026 (abbott case number: (B)(4).